Manufacturer narrative:
(B)(4). Concomitant medical products: liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505036, ln 62807788. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04607-2. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 18 years post implantation. The head and liner were revised due to wear, pain and instability. The femoral component was well fixed and the acetabular shell was in excellent position. Attempts have been made, and no further information is available.

Manufacturer narrative:
Supplemental report provided as additional information was received.

Event description:
There is no update to the prior event description provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was confirmed by review of medical records. Review of the medical records states that the patient underwent a second revision on (B)(6) 2017 for instability, pain and implant wear. During surgery, a benign-appearing fluid was exuded. The offset liner was removed and there were no issues with the locking ring. The head was removed and noted with scratches. Liner was implanted without issue. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.